Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunctions occurred again.